Manufacturer narrative:
First investigation: the x-ray demonstrates that the ratchet mechanism has collapsed. Besides, the implant size implanted was a mid-c 95. A longer implant should have been used. The best assumption in similar past cases was that tissue growth into the ratchet mechanism was the reason for the problem. However, we cannot role out that the improper mid-c model used did not contribute to this failure a well. Since the implant is not available for evaluation full investigation and conclusion cannot be determined at this stage. Risk assessment and corrective action: the risk of the ratchet malfunction has been assessed and found to be acceptable (dms#777 rev q1 hazard ID 1.1and 1.6). This event does not increase the probability rating. The company has implemented corrective action resulting in an updated design of the mid-c 125 to increase the strength of the ratchet spring (eco13 dms-1213) the incident rate of ratchet malfunction before this mitigation is (B)(4)% and following this mitigation stands at (B)(4)%(including the present case). Besides, the company implemented an additional design change of the stopper pin (eco-59). No ratchet failures were reported following this mitigation. The current incident rate of device-related adverse events is well within the rate reported in the literature.

Event description:
According to the paitent follow up the x-ray indicates ratchet malfunction as the rod is now shorter compared to the x-ray taken 6 months before.